Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d7: updated. E1: initial reporter info updated. H3, h6: investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part: 02.124.411. Lot: l920894. Manufacturing site: mezzovico. Release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on an unknown date due to a broken variable angle (va) locking compression plate (lcp) curved condylar plate. The patient was originally implanted eight (8) months ago. The va-lcp curved condylar plate along with three (3) cortical screws, five (5) locking screws, and one (1) non-locking screw were removed and replaced with a 2-hole longer plate. The surgery was completed with no harm to the patient. Concomitant devices: cortex screws (part: unknown, lot: unknown, quantity: 3), locking screws (part: unknown, lot: unknown, quantity: 5), screw (part: unknown, lot: unknown, quantity: 1). This report is for a 4.5mm va-lcp curved condylar plate. This is report 1 of 1 for (B)(4).